Manufacturer narrative:
Insulin pump was returned for low battery alarm and power error 25 confirmed in the long trace. Detailed trace analysis confirmed the pump alarmed low battery and then alarm 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. Insulin pump was received with minor scratched lcd window, scratched case, and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a low battery life. The battery only lasted three days. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.